Event description:
The suture was used during an abdominal aortic aneurism procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hospital has reported no patient injury occurred.